Event description:
On 5/2002 pt had a positie (+) urine home pregnancy result but tested negative (-) with the qualitative icon ds hcg. Unk reference lab reported a positive (+) result. No impact to pt because other confirmatory tests were performed. No sample available for additional testing. As documented in the product insert; false negatives can occur when the levels of hcg are below the sensitivity of the test or if the sample is very dilute as indicated by a low specific gravity. Product insert also states; this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Beckman coulter believes this event meets the criteria for reporting.